Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure high alarm occurred during a routine hemodialysis treatment. Treatment was discontinued and rinseback not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to treatment being discontinued without performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Technical support determined through troubleshooting that the alarm was most likely due to an occluded waste line. The cycler alarmed appropriately. The user's guide includes adequate instructions for troubleshooting this alarm. Blood loss should not occur if user instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.